Event description:
Additional information was received from the patient. It was reported that to resolve the issue of implant battery percentage going down, they are using 50% of the battery charge in a day. Group a stimulation is for their legs. Left leg is set at 3.5 and right leg is set at 2.1 of stimulation intensity. The implant charging issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were having issues with the stimulator and it quit working. Patient stated they met with a manufacturer representative last week and the representative did some changes to the program and after that they noticed the implant was going down pretty fast in battery percentage. Patient noted they were charging every day and a half to every day in a quarter and after the representative made all the changes it seemed like it was going to go down within one day. Patient then stated yesterday or the day before yesterday they couldn't get the controller to power on and to charge. During the call agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Agent had patient re insert the battery and confirmed green light was flashing above the screen. Patient unlocked the controller and saw battery empty cannot provide stimulation recharge your implanted device. Patient inspected the recharger and did not see any damage. Patient connected the recharger and confirmed recharging excellent with the controller at 60% and the implant in the red with a line. Patient mentioned that they saw recharge needs attention; patient tried to unlock the controller but the controller would not respond or advance past that screen. Patient followed up saying the controller light was flashing but the screen would not move; patient added there was no damage to the controller. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that to resolve the issue of implant battery percentage going down, they are using 50% of the battery charge in a day. Group a stimulation is for their legs. It is set at 30% and left leg is set at 20% of stimulation intensity. The implant charging issues have been resolved.